Event description:
Pt had bilateral augmentation 20 yrs ago with silicone breast implants in another country. The left silicone implant ruptured and leaked. Pt stated that both devices were replaced with saline filled implants with some silicone left in the left breast.